Manufacturer narrative:
Batch review performed on 13 november 2018. Lot 171119: (B)(4) items manufactured and released on 28 june 2017. Expiration date: 2022-06-13 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary full-pe ps tibial component size 4/14 reference 02.07.0414apps. Lot 135907: (B)(4) items manufactured and released on 04 march 2014 . Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary patella resurfacing size 2 reference 02.07.0034rp. Lot 176700: (B)(4) items manufactured and released on 01 march 2018. Expiration date: 2023-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to infection 3 months after the primary. The current pathogen is unknown. All hardware was revised.